Manufacturer narrative:
The customer¿s meter was returned for investigation. Meter appeared undamaged and clean on the outside. All inr values measured on the customer's meter during the investigation were within the specified target ranges, confirming the functionality of the complained coaguchek meter. No error messages occurred. Returned customer material and retention material comply with the specification.

Manufacturer narrative:
The complained test strips have been calibrated against the who standard rtf/16 and the affected by recall. Corresponding retention test strips (lot 322641) were tested in comparison to masterlot #28632180 (recalibrated lot to rtf/09). The corresponding retention material complies with the specification, based on requirements of the regular retention testing process of the qc department. The retention material and comparable masterlot test strips did not show abnormalities. Investigations have indicated results are reliable from 0.8 to 4.5 inr, since the calibration data covers this measuring range very well.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer complained of discrepant inr results for 2 patients tested on coaguchek xs plus meter serial number (B)(4) compared to an unspecified laboratory method on an unknown date. The date of event is an approximation. Patient 1 was tested on the meter with a result of 3.7 inr. The result from the laboratory was 2.73 inr. Patient 2 was tested on the meter with a result of 3.6 inr. The result from the laboratory was 2.62 inr. The measurements for the meter and the laboratory were taken "shortly after each other." There was no allegation that an adverse event occurred. The meter and test strips were requested for investigation. Relevant retention test strips (lot 322641) were tested in comparison with the master lot coaguchek xs pt at roche mannheim. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred.